Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection reflin and injection fortum (one gram, frequencies and routes of administration not reported). The outcome of the peritonitis event was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient's peritoneal fluid was clear and the patient was doing well. The antibiotic course was completed. At the time of this report the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.